Event description:
It was reported during an unk procedure that, the clips were delivered, but the applier was hard to fire. They used another like device. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. However, the anti-backup was noted to be damaged. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. Damaged anti-backup. The batch history records were reviewed with no anomalies noted during the mfg process.